Manufacturer narrative:
Concomitant medical products: non-cfn/bd extension set; 2000ml baxter exactamix bag ref (B)(4) lot 1201166 exp (B)(6) 2019; curos injection cap; therapy date (B)(6) 2017. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that they are having air in line issues with tpn infusions. During an infusion of tpn @ 40ml/hr, volume of 1060ml, with a filter, air bubbles are seen at the injection port above the pump. The bubbles connect to form a larger bubble that is large enough to make the pump alarm with "air in line", a curos injection cap was placed on the port and this stopped the air bubble collection. The data set shows that there were 10 "bolus air-in-line" alarms. The next day after a new tpn bag was hung there were an additional eight "bolus-air-in-line" alarms. There is no report of patient harm.

Manufacturer narrative:
After review it was determined that this complaint is not MDR reportable.